Event description:
A patient reported they were unable to receive a reading on their one touch basic meter due to their meter allegedly only prompting the "clean test area" message. There was no result on their meter as the patient was unable to test. No treatment was reported. Customer stated that the optics on the meter were scratched. Also the customer reportedly has never performed qc testing on the meter. No further information has been reported. No serious injury or allegation of harm.